Event description:
The physician reports performing uneventful cataract surgery with implantation of the crystalens in the patient's right eye. Immediately postoperatively, the patient complained of glare and negative dysphotopsia with a blind spot in his mid-peripheral vision. Two months postoperatively, the lens was explanted and replaced with a different lens model. Preoperatively, the patient's bcva od was 20/40, mrse was -0.25 sph. Postoperatively and prior to the lens exchange, the patient's bcva improved to 20/15, ucnva was j3 and mrse was -0.50 sph. The physician believes the cause of the event is related to the patient's intolerance of the 5.0 mm optic size. Once the lens was exchanged, the bcva was 20/15, mrse was -0.25 sph.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. The lens was returned to b&l for evaluation and the findings reveal the lens optic was cut in half. The condition of the lens is consistent with findings for iols that have been explanted, since lens damage is expected to occur during the explant procedure. Root cause: according to the physician, the root cause of the reported problem was related to the small optic size.